Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, the patient was in dka and was hospitalized. The patient experienced a blood glucose (bg) value of 583mg/dl with severe dehydration, severe nausea, had chest pains, had moderate shortness of breath and had frequent urination. The patient reportedly was drowsy from being up all night due to vomiting. The patient reportedly was treated with insulin drip and potassium at the hospital. The pump reportedly emitted multiple occlusion alarms from (B)(6) 2013. The patient reportedly was adamant that there was a pump issue. The patient denied having issues with the site/set or cartridge. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was not clear what were the contributing factor's to the patient' reported event. Although multiple occlusion alarms were noted with the pump, the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump emitted appropriate warnings and instructions to the user when the reported issue occurred.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.